Event description:
It was reported, the endoscope reprocessor had a stent found in the forceps port. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections d8, d9, h4, h6, and h11 were updated. The device was not returned for evaluation. The definitive root cause of the stent issue could not be determined. No foreign material was found at the start of the reprocessing. No issues were found with the reprocessing accessories. A mesh filter was used during reprocessing. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿endoscopes must be first cleaned prior to reprocessing in the oer-5. Immediately after each patient examination, perform bedside precleaning, clean the outer surfaces of the endoscope, brush the suction channel, flush and rinse all channels according to the step-by-step cleaning procedure described in the endoscope¿s reprocessing manual.¿ olympus will continue to monitor field performance for this device.